Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy¿ drug eluting stent was selected for use to treat the lesion. During preparation, when the stent protector was removed, the distal side of the stent was found to be stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the distal portion of the crimped stent, starting from the distal end, was distorted, damaged and stretched distally out over the distal tip of the device. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent & the mishandling of the device during prep. The proximal stent outer diameter (od) was measured. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the measured crimped stent profile, there are no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 38 synergy drug eluting stent was selected for use to treat the lesion. During preparation, when the stent protector was removed, the distal side of the stent was found to be stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.